Event description:
Patient reported through an abbvie representative "rupture" and "300 cc inflated to 350cc". Later healthcare professional reported no ruptured implant. Later healthcare professional reported "complete deflation" and capsular contracture baker grade I. This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, deflation, capsular contracture baker grade I.